Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The customer's returned test strips were returned in a ziplock bag outside of the original vial. The customer's returned test strips were unable to be tested due to wrong storage. Per product labeling: "always make sure the test strips are correctly stored (see section "storing the test strips") and that you carry out the test within 10 minutes of removing a test strip from its container." And "storing the test strips store the test strips in their original container with the cap tightly closed. You can store test strips at room temperature or in the refrigerator (2-30 °c or 36-86 °f). The test strips can be used up until the expiration date printed on the box and test strip container. Throw the test strips away if they are past the expiration date." Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 7:38 a.m., a sample from the patient was tested using the meter, resulting in a value of > 8.0 inr. When collecting a sample for testing, the patient's first drop of blood was wiped away with alcohol and then the second drop of blood was used for testing. At 9:41 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 4.2 inr. The patient's meter value was reported to the patient's doctor and the laboratory result was considered correct. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing interval is every 2 weeks.